Event description:
Peripherally inserted central catheter had been in for one week, when it started leaking at the insertion site during infusion of "roceferin". Product is a peripherally inserted central catheter but was placed as a midline. Removed & replaced.